Manufacturer narrative:
The device was received for investigation. The common carotid blue balloon was confirmed ruptured on both. While the reported event was confirmed, the exact root cause of the reported issue could not be determined. Due to the nature of the procedure, balloon rupture is an inherent risk of using this product. As stated in the IFU: exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. Avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation. Excessive handling during insertion, and/or plaque and other deposits within the blood vessel, may damage the balloon and increase the possibility of balloon rupture. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Due to reports of similar complaints, CAPA 2024-005 was initiated to further investigate the issue. Note: this is report 2 of 2 related to the second shunt used in the event. Report 1220948-2024-00132 was submitted for the first device involved in this event.

Event description:
It was reported that the pruitt f3-s shunt balloon ruptured during a carotid endarteriectomy procedure. Another shunt was used and the same result happened. There was a lot of bleeding and additional time added to the procedure. The patient was still in the hospital afterwards. They had to shunt the old way to complete the procedure. No further complication or injury was reported. Note: this is report 2 of 2 related to the second shunt used in the event. Reports 1220948-2024-00132 was submitted for the first device involved in this event.